Event description:
The patient reported he went to see his endocrinologist and they changed settings for his pump and then his blood sugar went up to more than 400mg/dl. He attempted to correct the high blood glucose; however it was not coming down and was reading high. He was wearing the pod on his abdomen for an unspecified amount of time. He also mentioned he always wears the pod on his abdomen and does not use other locations. He was experiencing symptoms of ¿weary, thirsty, urinating.¿ he went to the emergency room and was admitted to the hospital with a diagnosis of diabetic ketoacidosis. Treatment at the hospital was hydration, an insulin drip, and insulin injections. He was discharged four days later. Before leaving the hospital, they had started him back on his pump. In the evening, the day he returned home, his blood sugar increased from 180mg/dl to over 300mg/dl. The next morning it was still increased (exact blood glucose unspecified) so he deactivated the pump and started doing manual insulin injections.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown cloud - omnipod 5 software app version: 3.1.1 cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware: n5004l cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] (B)(6). The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] (B)(6). Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] (B)(6). Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158 locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.